Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found the r1 syringe was loose. The fse replaced the r1 syringe to resolve the issue. The fse performed calibration and passed. The fse verified the analyzer resumed normal operation. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is case (B)(4).

Event description:
The customer reported obtaining low patient results and quality control for multiple chemistries including csf-protein, urine-protein, lactate, lactate dehydrogenase, magnesium, lithium, gentamycin, beta hydroxybutyric acid, benzodiazepine, oxycodone, transferrin, alanine transferase, urine creatinine, phenytoin, valproic acid, theophylline on their unit 2 of the au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.